Manufacturer narrative:
Please reference related manufacturer report: 2015691-2015-01496.

Event description:
During a transfemoral tavr procedure the 26mm sapien xt was deployed 90:10 [aortic/ventricular]. Post valve deployment there was moderate to severe paravalvular leak [pvl]. A second valve was implanted in order to resolve the aortic insufficiency. The bav was successfully performed using a 23x4cm edwards transfemoral balloon. The 26mm valve was advanced, positioned under fluoroscopy and confirmed to be in a 50:50 position. The valve was deployed and towards the end of deployment the valve moved aortic landing 90:10 aortic/ventricular. Tee showed moderate to severe pvl. The valve was post dilated with +2cc and there was no change in pvl. In order to address the pvl, the physicians proceeded to deploy a second valve one cell more ventricular. Towards the end of valve deployment, the second valve also moved aortic despite the operator pushing the valve forward towards ventricle. The final position was 70:30 a/v. Tee showed moderate pvl, therefore the valve was post dilated with +2cc reducing the pvl to trace to mild. The patient had moderate leaflet calcification and mild aortic root calcification. Coaxial alignment of the delivery system and the valve was good. Image intensifier angle was good. Ventilation was held and there was no loss of pacing capture during valve deployment. The patient¿s ejection fraction was >55%. The aortic movement of the valves was attributed to septal hypertrophy with calcium in the left ventricular outflow tract.

Manufacturer narrative:
(B)(4). Per the instructions for use, device malposition and paravalvular leak requiring intervention are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, patient factors [septal hypertrophy with calcium in the left ventricular outflow tract] appear to have contributed to the valve malposition and paravalvular leak. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this patient.